Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis 10-nov-2017 with the following findings: during investigation, the pump was opened and there was moisture found on the force sensor pins. Unrelated to the issue, the battery compartment was found to be cracked. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture within the pump and a battery compartment crack. This report is made based on results of investigation completed on 10-nov-2017.